Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen was blank on the device. The cause could not be determined for this issue, and the device will be scrapped. Additional findings not related to the malfunction/issue was the cord retainer missing or damaged. There was a gap between the enclosures on this device. There were no repairs made, or parts replaced to resolve these two issues.